Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported patient faced 2 infusion set leak events on (B)(6) 2024. The infusion set was in use for less than 24 hours for both issues. The glucose level was 250 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13553 - device 2 of 2.